Event description:
A surgeon reported that leakage from the valved trocar annual occurred during a vitreoretinal procedure. The procedure was completed without consequences to the pt. A product sample has been requested for eval.

Manufacturer narrative:
A product sample has been requested, however, it has not been received for eval at the mfg site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).